Event description:
The customer reported via phone call that the insulin pump is alarming no delivery. Customer stated that a week ago, he received a no delivery alarm during bolus. Customer's blood glucose was 500 mg/dl, which he treated with manual injection. Customer also reported that the morning of the call, he woke up with blood glucose of 85 mg/dl, he had breakfast and when bolused he got a no delivery. He had to treat with manual injection. Customer was advised to disconnect at the quick release and perform fixed prime; customer stated one drop of insulin exited. Customer was then instructed to remove the reservoir, disconnect and reconnect the reservoir and infusion set perform manual prime; insulin did exit the tubing. Customer was advised to rewind, reinsert the reservoir and run manual prime; the insulin pump did not alarm but no insulin is coming out. The customer went thought 3 reservoirs. Customer changed the infusion set and reservoir and the alarm was resolved.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-57082.